Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, customer continued to use the existing pump supplies and successfully loaded the cartridge to resolve the issue. Customer¿s blood glucose was 275 mg/dl.